Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 5. The indication for use was spinal pain indications. The patient reported that for the last 3-4 months, the handset started lagging at 90% for over 45 mins to an hour when they are requesting a bolus. The agent reviewed data and assisted the patient in deleting the data. When the patient tried to resync to the pump they reported they were seeing error code 518 (authorization request denied (secret is incorrect or corrupt). The patient stated they had to leave for a doctor¿s appointment and they would call back. The patient stated the doctor told them that they can connect to the pump with the clinician programmer with no issues. No further information was able to be obtained. The patient was going to call back to provide the handset serial number as they were requesting a replacement handset due to the service code 518 continuing to come up on the handset.